Event description:
The customer reported that platelets were leaking from the platelet sampling port attached to the platelet bag during a donation. The donation was ended and the cells were not returned. The collected product was discarded. Patient information is unavailable at this time. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for injury occurred.

Event description:
No medical intervention was required for this event. The customer declined to provide the patient identification number, age, and weight.

Manufacturer narrative:
(B)(4). Investigation: the platelet bags and sample bulb were returned for evaluation. The sample bulb had a molding abnormality close to its base. It had an abnormality approximately 5 mm in size, encompassing a 2 mm hole. The abnormality resembles burnt/melted plastic. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Investigation: a review of the device history record for this unit showed no irregularities during manufacturing that were relevant to this issue. The molding abnormality noted in the returned sample bulb was characteristic of a short shot. Short shot parts are caused by not enough material filling the mold cavity during the plastic injection cycle. There are several factors that contribute to short shots, but primarily a combination of duty cycle and material fill parameters. Root cause: the root cause of this particular defect is unknown, but it appears to be short shot vendor molding issue. Corrective/preventive action: the sample bulb associated with this lot has been discontinued and replaced with a new bulb design, new mold cavities and manufactured by a different component vendor. All new sample bulbs are currently tested in line at the vendor to address similar issues/concerns.